Manufacturer narrative:
No device or photos were received, therefore the condition of the device is unknown. Device history record review identified no deviations or anomalies in the manufacturing process. This device is used for treatment. Complaint history review identified no previous complaints for the part-lot combination of the reported device. The device remained in-vivo for 3 years and 10 months. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that a legacy zimmer cpt stem was used with a finsbury adept, mom modular head and a birmingham porocast acetabular cup. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. It cannot be confirmed that this incompatibility has any definitive relationship to the reported event. A root cause cannot be determined with the information provided.

Event description:
It is reported that a patient underwent hip arthroplasty revision due to fluid and a pseudo tumor. It is noted that the construct consisted of a finsbury adept, mom modular head and a birmingham porocast acetabular cup.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent hip arthroplasty revision due to fluid and a psuedo tumor.